Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 01-apr-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that for the past maybe 3-4 days, they had noticed that when they plugged their charging cord into the communicator charging port it ¿feels like there's a loose tooth in there¿. The patient stated that it appeared to still take a charge well, but they were concerned about the port. The patient had tried another cord, and it wasn¿t the cord, it was the plug inside the unit. Both charging cords were loose when plugged into the charging port. The patient stated that they could feel the click when the cords were plugged in, the light came on which the agent understood as the orange light, and then in about 10-15 minutes, the green light came up that it charged, but they were concerned that one day they wouldn't be able to charge the communicator and would miss out on boluses because of the issue. A replacement communicator was requested from the repair department because the charging cord was loose when plugged into the port despite trying another charging cord.